Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, transeptal puncture was performed successfully. Steerable guide catheter (sgc) was placed in right atrium and attempted to place the guide across the septum but was not successful. The dilator successfully crossed the septum into the left atrium and at no time, sgc crossed the septum. Physician decided to remove the dilator from the septum to place balloon in septum to make hole bigger for guide to cross. On transesophageal echocardiography (tee), pericardial effusion was observed, once balloon was placed across the septum. Balloon was removed and pericardiocentesis was performed successfully and the balloon was never inflated. Bleeding around heart was continued. Cardiovascular surgeon and team was informed for performing surgical intervention. Per physician, the surgical team located a tear in the inferior vena cava (ivc) that required surgical repair as well as a tear on the left atrium by the right pulmonary vein. Patient had open heart surgery to repair tear. Surgical intervention was successful. The final mr was grade 4. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and based on the information provided, a cause for the reported failure to advance the sgc, pericardial effusion, perforation of vessels, tissue injury and hemorrhage cannot be determined. Tissue damage/injury, vessel perforation, hemorrhage and pericardial effusion are known possible complications associated with mitraclip procedures. Unexpected medical interventions and surgical intervention were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.